Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Upon receipt of the product, it was found that he housing lid had broken off. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a lid completely broke off from the battery housing. No patient involvement was reported, however this event is related to a malfunction that could potentially lead to a sterility issue. Due diligence is in progress for this complaint; to date no additional information or product has been received.